Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care, was contacted by a customer regarding I-stat troponin cartridge that yielded discrepant results on a pt. Date: (B)(6) 2012, I-stat, time: 22:34, result (ng/ml) 0.15. I-stat, 22:44, 0.08. Vista, 22:51, 0.03. Based on the info available, there were no injuries associated with this event.